Event description:
A hemodialysis catheter broke at the cuff during removal process. The remaining portion of catheter was retrieved intact. Viewed catheter site and chest via fluoroscopy. It was clear of any catheter fragment.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lhr review is not possible; the mfg lot number that was provided is an incorrect mfg lot number.